Manufacturer narrative:
H3 other text : the reported problem was resolved by a third party company.

Event description:
Philips received a complaint on the heartstart xl indicating that the operational check failed. There was no patient involvement at the time the issue was discovered. Based on the information available, the cause of the reported problem was confirmed and traced to the therapy pca failure. The reported problem was resolved by a third party company, however, no further information for the resolution was provided. The device remains at the customer's site. No further action is warranted at this time.